Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software download was performed successfully and device resumed normal functions. The patient remained in stable condition and would continue to be monitored.